Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a possible over delivery. The customer's blood glucose levels were 200 mg/dl, 65 mg/dl and 151 mg/dl. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer did not receive medical attention. The insulin pump will not be returned for analysis.